Event description:
Reuse dialyzer, rinse fluid tested with fast formalert, results negative. Pt experienced reaction immediately. Blood spec analysis was positive for formaldehyde. Rest of case used without incident. Possible operator error in reading results.